Event description:
It was reported that pt underwent laberal repair in 2006. Surgeon encountered difficulty positioning cannulated arthrorivet anchors. Unable to fixate 3 of 6 implants deployed. Procedure was delayed for 1 hr and labrum was reportedly macerated.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.